Manufacturer narrative:
Additional narrative: patient information not available for reporting. Report is for two (2) unknown 6.5 headless screws. Device was initially implanted in (B)(6) 2014; exact date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2015 for a subtalar fusion non-union. Removal of (2) 6.5 headless screws and replaced with (2) 6.5 cannulated screws. The original implanted procedure was done (B)(6) 2014. This report is for two (2) unknown 6.5 headless screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date returned to manufacturer. Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that:two screws (part # 02.227.100 and 02.227.300) were received without any reported complaint against them. The screws were removed due to a nonunion. The returned screws had minor damage to the threads and various scratches and marks consistent with implantation. There were no issues found with the returned devices. This complaint is confirmed. This investigation summary is approved. No manufacturing or design issues were noted with the returned devices. Additional investigation and a corrective action are not warranted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.